Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Was able to confirm customer complaint of ¿system fault 46510¿. Replaced printed wireless assembly (pwa) board and all components within. Device failed battery fall out test. Recharged capacitor for fifteen minutes. Updated software. After repairs, performed product verification testing. Unit passed all test criteria. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had system fault error 46510 during boot-up. There was unknown patient involvement.